Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the physician attempted to implant the lead in his location, but was unable to obtain accept acceptable capture thresholds. The physician elected to implant another lead in normal location. No patient consequences were observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the atrial lead was unable to be implanted. More information was requested but not provided.